Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single measurement of high, out of range, hv lead impedance was noted directly after implant. The next follow-ups noted stable and in range impedance values. No intervention was performed. The patient's condition is stable.